Event description:
Covidien representative was contacted by a medical journal requesting a response to a submitted "letter to the editor" from an institution outside the united states. The submitted letter described a prospective investigation in which "punctiform redness with or without bleeding" skin lesions were assessed in patients undergoing cardiac surgery. The authors reported observing these skin lesions in 11 out of 15 pediatric patients who underwent surgery during a 5-month period in 2009. The authors reported that all skin lesions healed without sign of infection or scar formation.

Manufacturer narrative:
There were no manufacturing changes (such as a change in the gel or adhesive) that may have caused a patient reaction. Product labeling states "upon removal, slight redness of skin may be seen and is typically resolved within a short period of time". Our investigation concludes there was no death, or serious injury that necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure; or malfunction. However, due to the nature of the case report suggesting a high prevalence of skin lesions in pediatric patients, we are being conservative and submitting an MDR.